Event description:
An error message was reported with the freestyle libre sensor. Customer received a "scan again in 10" message for more than two hours and was unable to obtain readings. As a result, customer experienced symptoms described as disorientation, sweating, "extreme cold", slow speech, and a loss of consciousness. No third-party treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection has been performed on sensor and no issues were observed. The sensor plug was returned, and sensor was seated in mount properly. Extracted data from returned sensor using approved software. Sensor found to be in state 3. Removed the sensor plug and inspected the plug assembly. Observed damaged sensor ears and guide tabs upon visual inspection of sensor plug. Correct plug seating was not prevented by the sensor ears and damaged guide tabs, therefore would not have caused the customers complaint. Sensor was reprogrammed and performed simvivo test. All results were within specification. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.